Manufacturer narrative:
Kar r, patel st. Vascular coil extrusion into the duodenum 6 years after hepatic artery aneurysm embolization. Journal of vascular surgery cases and innovative techniques. 2021;7(4):772-777. Doi:10.1016/j.jvscit.2021.10.009 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kar r, patel st. Vascular coil extrusion into the duodenum 6 years after hepatic artery aneurysm embolization. Journal of vascular surgery cases and innovative techniques. 2021;7(4):772-777. Doi:10.1016/j.jvscit.2021.10.009 medtronic literature review found a report of patient complications in association with concerto coils. The purpose of this article was to describe a novel complication of embolization of a giant hepatic artery aneurysm that necessitated complex open repair and demonstrate that endovascular intervention for a large hepatic artery aneurysm can have long-term consequences. The patient was initially implanted with 5 coils (penumbra ruby and boston scientific interlock) and an icast stent-graft. It was observed there was still filling in the aneurysm sac, so 3 additional concerto coils were implanted 1 month later. Over the next 6 years no contrast filling of the sac or changes in the sac diameter were observed, and the patient remained asymptomatic. The following intra- or post-procedural outcomes were noted:  - the patient presented with massive gastrointestinal bleeding 6 years after the initial treatment. Endoscopy revealed a large duodenal ulcer with visualization of a portion of a coil protruding into the duodenal lumen from a hepaticoduodenal arterioenteric fistula. This had not been seen on the surveillance cta 8 months prior. The patient was taken to the operating room. The first portion of the duodenum was noted to be adherent to the aneurysm sac. Proximal duodenotomy was performed, and a cluster of coils was directly visualized eroding from the aneurysm sac into the duodenum. The aneurysm sac was completely thrombosed. The coils and amplatzer plug were extracted. The celiac artery trunk was ligated proximal to the left gastric artery. The left gastric artery was ligated after removal of the stent-graft. The sac was excised, and the outflow hepatic artery was suture ligated from within the aneurysm sac. The patient underwent transfusion with 1 u of packed blood cells. The patient¿s postoperative course was complicated by delayed gastric emptying, and they were discharged to home on postoperative day 26. Postoperative cta indicated normal hepatic parenchymal enhancement.